Event description:
During cystoscopy/ureteroscopy and holmium lase, optic fiber fractured while inside patient. Patient had multiple large stones. All pieces of the fiber were removed from the patient, no injury noted.